Event description:
A customer contacted baxter's technical service center reporting that the final bag became detached from the cassette while on the homechoice (hc) machine during fill 1. The technical service representative (tsr) advised the home patient (hp)'s caregiver (cg) to start over with new supplies and call back if assistance was needed to bypass initial drain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's wife regarding the connection issue, it was revealed that the issue was resolved by finishing with manual supplies that day and ending therapy. The hp started therapy with new supplies the following evening. A cause was unknown. The wife stated that there were no defects on the supplies, and also verified that she had checked the supplies during the setup step, and no connection issues were noticed. Per the wife, the hp was sleeping when the event occurred. When the hp woke up, the tubing was hanging on the floor, so they clamped off the tubing and finished therapy using manual supplies. The wife stated that they discussed the issue with the nurse. Per the wife, hp did not have any injury or harm as a result of this incident. The wife stated that the hp now routinely checks the connections to make sure they are tightly connected, before going to bed. The hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.